Manufacturer narrative:
The field service representative evaluated the cot for alleged issues reaching full load height. The cot raised and lowered properly. The cot was checked for height adjustment and binding. The field service representative was unable to duplicate the reported condition. No defect found.

Event description:
It was reported that the customer alleges the cot would not raise up to full height to lock into the fastener when a patient weighing (B)(6) with 200-250 lbs of equipment was lifted. It was alleged that the employee hurt their shoulder manually lifting cot into the unit. It was alleged that the employee lost 36 hours of work as a result of the event.